Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 3.5 x 28 mm promus stent delivery system (sds) was advanced, but could not cross to the lesion. During removal, resistance was met with the guiding catheter, and the stent dislodged in the anatomy. The dislodged stent was retrieved with a snare, and a new promus stent was implanted to treat the lesion successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed that the stent implant was dislodged and was not returned. In this case, the moderately tortuous anatomy and mildly calcified lesion likely contributed to the failure to cross. Further, this interaction with the anatomy/lesion may have resulted in disruption/damage of the stent implant on the balloon, such that during retraction of the stent delivery system, resistance was felt and the stent dislodged into the anatomy as it interacted with the tip of the guiding catheter. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported for difficult to remove or stent retention issues for this lot. Based on the available information reviewed, there is no evidence to indicate the presence of a product deficiency.